Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the customer was sleeping. Customer cleared the alarms to address the issue. Customer¿s blood glucose was 344 mg/dl.